Event description:
It was reported, the subject device had an activation error. The issue was found during a therapeutic myomectomy procedure and was completed using a similar device. There was no delay in procedure and no patient harm was reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause traced to component failure; it is likely the event was caused by an impedance problem with the jaw electrodes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had an activation error. The issue was found during a therapeutic myomectomy procedure and was completed using a similar device. There was no delay in procedure and no patient harm was reported by the customer.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.